Event description:
During an end-of service (eos) replacement surgery, the pt's new generator was placed inside the surgical wound. When a system diagnostics test was performed, the pt experienced asystole. Once the test completed, the pt's heart began beating normally again. There was no medical intervention taken, and the implantation was completed. The device was left off at this time. The pt was later seen in the ICU to have his generator stimulation enabled. The pt was programmed to 0.25 ma and there were no issues noted with the pt; the stimulation was then left enabled. Attempts for further information have been unsuccessful to date.

Event description:
Additional information was received on (B)(6) 2012 when the physician reported that the patient had a minor arrhythmia at the time of stimulation during surgery. The patient is not currently having any arrhythmia events with vns stimulation.